Manufacturer narrative:
Patient information was requested but was not received. Approximate age of device- 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired due to driveline disconnect. No further information was provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: multiple attempts for additional information, including whether the pump will be returning, were sent to the customer; however, no response has been received to date. The hmii lvas IFU explains that if the driveline disconnects from the system controller, the pump stops. It also states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. No further information was provided. The manufacturer is closing the file on this event.